Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6) 2006. The pt reported her charger could not locate the ipg. At that time, the pt reported having stimulation. The pt was sent an add'l charger. No further info is available at this time.